Event description:
This procedure was a left cardiac catheterization and stent implantation. An attempt was made to cross lesion with a 2.75 x 20 mm taxus stent but to no avail. This stent was then removed and a 2.5 x 12 mm maverick placed across the lesion and inflated to 10 bars. Again after pca the 2.75 x 20 mm taxus stent was used in an attempt to cross but to no avail. Upon pulling this stent back there appeared to be some resistance and upon removing the stent sternally it was apparent that the stent had been stripped free from the balloon. The stent was observed to be hung in the old proximal stent within the vein graft. A balloon was placed inside the dislodged stent and inflated to flatten (pancake). This dislodged it against the saphenous vein graft wall. Another stent was successfully deployed across the lesion.